Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09533. The pt was implanted with a surgical lead and an extension as a part of the scs trial. It was reported the pt experienced minimal drainage at the lead site and redness. It was determined the pt had an infection. The lead and the extension was explanted and has been retained by the facility.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.